Manufacturer narrative:
Qn#(B)(4). One bottle with two small blackened pieces of metal was received. One of the pieces appeared to be a deformed ezio stylet tip , and the other was an undeterminable piece of metal. Both pieces were inspected under a microscope. After review under the microscope, it appears that the second piece could potentially be from the cannula tip, although it could not be confirmed. Some signs of torsional stress were seen near the proximal end of the tip piece. It is possible torsional stress occurred due to excess pressure from the user or due to incorrect anatomical placement of the needle. The tip piece was measured and found to be approximately 0.5 cm in length. The undeterminable piece measured approximately 0.125 cm. A review of the manufacturing records found that the lot passed all acceptance criteria. There were no relevant findings related to the reported issue. Other remarks: based on the x-ray photo provided by the customer and the returned sample, the complaint that the ez-io stylet tip broke is confirmed. A review of the x-ray by teleflex medical director of clinical affairs confirmed that the io was placed in incorrect anatomical site. It was placed in the tibia shaft, which has a thicker cortical bone layer, and not the proximal tibia. This was also supported by the statement from the report that "the needle was inserted at a lower position than normal." The ez-io needle set indications for use clearly states that the three anatomical sites for adults are the proximal humerus, proximal tibia, and distal tibia. No information was received about the technique used to remove the io needle. However, proper removal technique involves removing the stylet, attaching a luer-lock syringe to the hub of the catheter, and withdrawing the catheter by applying traction while rotating the syringe and catheter clockwise. The IFU cautions to "maintain axial alignment during removal, do not bend the catheter." Because the stylet tip broke off in the patient, it is possible that removal of the device was attempted without removal of the stylet. Based on the investigation and the available information, the cause for the needle breaking is due to operational context- clinician/user technique. Furthermore, it is unknown why the breakage of the stylet tip was not immediately evident to the user upon removal. The report stated that this was the first or second time the clinician had ever used the ez-io device. Because of the user's unfamiliarity with the correct use of the device, teleflex will attempt to schedule an in-servicing with this customer as a corrective action. Any additional information received in relation to this complaint will be attached. This is considered an isolated incident and teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the patient was taken to the hospital because of convulsive status epilepticus. The doctor was unable to secure IV access because of patient convulsions. The doctor tried to use the ez-io. The doctor inserted the needle, but didn't feel that the needle penetrated to the bone so he removed the needle. When removing the needle, the doctor didn't feel the resistance but the nurse smelled something burning. At the time, the needle remained in the patient's right tibia and the doctor didn't notice that. The doctor inserted another needle into the left tibia and the procedure was finished. The patient was discharged from the hospital without issue. Later, the patient returned to the hospital because of swelling to the leg and diagnosed with osteomyelitis. The patient underwent surgery to remove the remaining needle in his bone. The patient is recovering.

Manufacturer narrative:
Qn#(B)(4). The customer reports that the doctor who performed this procedure was "duty doctor" on the day of the incident and this is the first or second time for him to use the ez-io device.

Event description:
The customer alleges that the patient was taken to the hospital because of convulsive status epilepticus. The doctor was unable to secure IV access because of patient convulsions. The doctor tried to use the ez-io. The doctor inserted the needle, but didn't feel that the needle penetrated to the bone so he removed the needle. When removing the needle, the doctor didn't feel the resistance but the nurse smelled something burning. At the time, the needle remained in the patient's right tibia and the doctor didn't notice that. The doctor inserted another needle into the left tibia and the procedure was finished. The patient was discharged from the hospital without issue. Later, the patient returned to the hospital because of swelling to the leg and diagnosed with osteomyelitis. The patient underwent surgery to remove the remaining needle in his bone. The patient is recovering.